Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2023 in the hospital. Per clinical review of the continuous ECG recording, the device was started up at 18:19:24 on (B)(6) 2023. Bradycardia status was detected intermittently from 21:10:08 to 21:12:45. An arrhythmia was detected at 06:47:30 with response button use on (B)(6) 2023. ECG shows severe bradycardia/sinus bradycardia from 10-40 bpm obscured by CPR / motion artifact. Detection stopped at 06:48:19. Bradycardia status with response button use was detected intermittently from 07:44:39 to 16:28:53. Asystole was detected thirteen times from 16:35:14 to 16:46:06. ECG shows severe bradycardia @ 10 bpm. An arrhythmia was detected at 16:53:42. ECG shows asystole transitioning to an idioventricular rhythm @ 10 bpm. Detection stopped at 16:53:51. Asystole was detected at 16:54:47. ECG shows idioventricular rhythm @ 70 bpm. An arrhythmia was detected two times from 16:56:26 to 17:00:01. Holter data shows idioventricular rhythm @ 90 bpm degrading to vf with varying amplitudes. The patient was in an idioventricular rhythm @ 40 bpm degrading to asystole from 17:00:32 until the device shut down at 17:33:59 on (B)(6) 2023. The device was restarted from 21:45:45 to 21:46:19 on (B)(6) 2023. Motion artifact and electrode lead fall off seen during these two times. The device shut down at 21:46:19 on (B)(6) 2023. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The device properly detected asystole, which is a non-shockable rhythm. The device properly detected vf, but varying amplitudes prevented lifevest from treating the patient.